Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 latch clicked when opened. A field service engineer (fse) serviced all latches across the tower door 3 with conductive grease after cleaning the micro switch leads, and restored service. Hardware test application (hta) tests for this device or storage space were performed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 opened, after ten seconds or so it acted as if the door had been shut when it had not. Whatever task the user was doing got shut down and returned to the main screen. Allowed a second door or cubie to open without door 3 closing. However, there were no delays, adverse events or injuries reported based on this event.